Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vascular injury (tissue injury) is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device will not be returning as it was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that closure with a proglide device was attempted in the right common femoral artery during a femoral angioplasty procedure. Reportedly, when advancing the knot, a piece of tissue was detached. Surgery was performed to address the issue with the device. No additional information was provided.